Event description:
The customer reported a ma error at boot up and no image. The system was removed from the case before it started. No pt injuries were reported.

Manufacturer narrative:
The service rep instructed staff to plug in over night to charge system. Will call in am for results. Ordered new batts. The rep confirmed repair is needed from techs. He found broken wiring in interconnect cable: ordering: found defective snubber pcb, ordered. Repaired and replaced cable assy and snubber. Setup hi voltage waveforms per service manual. Tested system with no errors. All required service entries have been made with no further info to add.